Manufacturer narrative:
An event of the hemolysis was reported. Field indicated that hematuria and lab abnormalities from implanted devices were consistent may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Per instructions for use, the amplatzer mu vsd pi is a percutaneous, transcatheter occlusion device, intended for the non-surgical closure of a muscular ventricle septal defect after myocardial infarction.

Event description:
Subsequent to the previously filed report, additional information was received: the physician decided the device due to massive mitral pvl unable to close with two avp ii 20mm devices. The physician used the largest vsd occluder in conjunction with a 20mm avp ii device. This combination of devices was the only combination in this complex paravalvular leak to show significant reduction in pvl for this patient who was in acute heart failure. Post procedure, the patient had hematuria with lab abnormalities consistent with hemolysis from implanted devices. The patient receive blood transfusions to address the hemolysis. On (B)(6) 2022, the patient had surgical re-operation to remove the device and to repair the mitral paravalvular leak. On (B)(6) 2022, the patient was discharged to a long-term acute care hospital.

Event description:
Clinical information: crd_894 - pivsd. It was reported that on (B)(6) 2022, the patient presented to the emergency department with hypotension and lactic acidosis likely due to cardiogenic shock, and patient was admitted. On (B)(6) 2022, a 22mm amplatzer post-infarct muscular vsd occluder was implanted to close a mitral paravalvular leak, which was off-label use of the device. Post procedure, the patient had hematuria with lab abnormalities consistent with hemolysis from implanted devices. On (B)(6) 2022, the patient had surgical re-operation to remove the device and to repair the mitral paravalvular leak. On (B)(6) 2022, the patient was discharged to a long-term acute care hospital. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.